Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has experienced a loss or change of therapy. The patient stated that he had hernia surgery a day prior to this call. He turned the stimulation down to 0.0 volts and off for the surgery. Prior to surgery he was at 3.7 volt and program 1. After surgery the doctor put the patient back to the same settings and he was urinating every five minutes. The patient reported not feeling stimulation. The patient was told to see if after they get the foley catheter out on the day of this call and see if the symptoms return. It was noted that patient stimulation was currently on. Symptoms reported were: pain from surgery. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.